Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned to the product surveillance team for examination. However, two images were provided of the explanted component in the operating theater. Visual examination of the provided pictures identified the femoral head covered in biological debris. Metallic smearing can be seen on the articulating surface of the femoral head and some smearing can be seen in the taper. No further evaluation can be performed based on the provided views. An additional image pertaining to the revision usage sticker was provided. However, as per correspondence provided as well as the aforementioned images, the femoral head was also noted as being explanted. A review of the device manufacturing records could not be performed due to missing lot number. Complaint history review cannot be performed without product identification. No medical records were provided for the revision. However, two radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: xray image 1: ap pelvis demonstrates bilateral total hip arthroplasties. The right hip arthroplasty demonstrates screw fixation of the acetabular cup. Superficial position of the femoral head within the cup. No fracture. No radiolucency. Xray image 2: oblique view of the right hip demonstrates right total hip arthroplasty with again superficial position of the femoral head within the cup, likely predisposing to dislocation. No bony fracture. No radiolucency. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown triology continuum liner item# unknown lot# unknown. 36mm i.d. Size ll elevated rim liner use with 58mm o.d. Size ll shell item# 00875201336 lot# 66021155. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient had a primary hip replacement on an unknown date. Subsequently, was revised due to dislocation. Due diligence is in process and no further information on the reported event has been provided.

Event description:
It was reported patient had a primary hip replacement on an unknown date. Experienced multiple dislocations with closed reductions, with a revision performed on an unknown date. Subsequently, was revised due to dislocation where only liner was explanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, b7, d1, d6b, d10, g3, g6, h2, h11. D6b. Explant date should be removed. Head was not explanted during revision surgery. D10.trilogy lateralized poly liner 32mm 7mm offset item# unknown lot# unknown. Continuum multi-hole 58mm cup item# unknown lot# unknown. Unknown screws (3) item# unknown lot# unknown. Cpt stem size 0 extended offset (cemented) item# unknown lot# unknown. Unknown cement item# unknown lot# unknown.